Manufacturer narrative:
The two blade subject to this investigation was not returned to the MFR for eval. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is multi-factorial.

Event description:
It was reported that during a total knee joint replacement procedure that the blade broke at the mount. It was also reported that eth broken piece was removed from the surgical site and there were no adverse consequences for the pt as a result of this event. It was further reported another blade was readily available and the procedure was completed successfully.